Event description:
Pt reported that 3 infusion sets, from this lot, have leaked. They indicated that they discovered the most recent leakage after they felt insulin running down their leg. Pt reported that blood glucose measured 245 mg/dl. Pt self-treated by changing infusion set and delivering a 12u bolus of insulin.